Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The fiber end was found to have a small section of fiber still connected beyond the strain relief. The small section of fiber appeared to have been burnt and there was discoloration on the strain relief. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the fiber was bent beyond the minimal bend radius resulting in the fiber being damaged and then when the laser was fired the energy escaped the damaged fiber resulting in the burning and smoking. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the service business center (sbc) for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the laser fiber device broke off at the insertion end and started a small fire at the end of the laser fiber that connects to the laser unit. Per the report, it was suspected the fiber was too tight and broke at the insertion end, which when fired for the first time caused a small fire. The issue occurred during a therapeutic procedure. The intended procedure was completed using a similar device with the same laser unit. There was no patient harm, no user injury reported due to the event.